Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps (pf) instrument pulley was damaged. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps (pf) instrument was analyzed and found to have a broken main tube measuring approximately 0.140¿ x 0.300" from the distal tip. Broken material was not found within instrument. Components adjacent to this broken main tube showed damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 14-oct-2024: the clinical sales representative (csr) confirmed the missing material/damage occurred outside of a surgical procedure. There was no report of fragments falling. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.